Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was provided for evaluation. The set was decontaminated and visually evaluated. A competitors set was also returned and found that the competitors pc broke in the b. Braun extension set caresite valve. Based on the evaluation results, the reported defect is not confirmed to be a manufacturing defect. Previous engineering testing cited a probable root cause could be alcohol exposure of certain male adapters, which can lead to difficulty removing or breakage of male luer tapers when connected to female luers. Per the IFU, "swab top lad vigorously for 15 seconds with 70% isopropyl alcohol and allow to air dry prior to use." Please note the air drying of the alcohol prior to use. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: end user reports: "IV tubing was stuck connected to extension set. Rn pulled on tubing to remove. Plastic piece broke off of IV tubing in extension set causing a vacuum where the patient's blood began pouring out of the extension set." Note: extension set was attached to non-b. Braun pump infusion set. No injury reported.